Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. The rep reported issue was most likely with the imaging system and not the imaging system. The rep was able to replicate the original complaint on (B)(6) 2024 and reported it took approximately five minutes to transfer the images. The rep deleted old exams off the mobile view station (mvs) of the imaging system and reported there was still "370/447 giga bites (gb) available". The rep reported that the site was attempting to upload images to electronic picture archiving and communication systems (pacs) and it had been taking nearly 40 minutes to upload and about 3 seconds per slice. The rep reported the image they were attempting to upload to pacs was 1200 slices. The rep reported that the site tested the other imaging system by uploading an image to pacs that was 2400 slices, but it was uploading much faster than the first imaging system. Codes: b01, c19, d14 h2) please see section d4 for the system serial number and section d1 for the brand name. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software appeared to be functioning as designed. Based on the information provided, the issue appeared to be with the imaging system as the logs did not report any network issues or errors. H6: fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735737 (software version: 2.1.0); h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a delayed image transfer from the oarm systems to the stealth navigation system, taking 10-15 minutes. This issue was described as intermittent and ongoing. No procedure delay of was reported. The patient impact or outcome was pending.